Event description:
On 03-jun-2025, a journal article was retrieved from the journal of bone and joint surgery (2024) that reported a prospective randomized study from korea performed at a single hospital by the same surgeon from january 2004 to june 2006. The purpose of the study was to compare ps and cr tka with regard to the clinical, radiographic, and computed tomography (CT) results, the prevalence of osteolysis, revision rate, and survivorship. The study reviewed 300 patients who underwent simultaneous, bilateral total knee arthroplasty in the same anesthetic session. Each patient received a nexgen cr-flex prosthesis on 1 side and a nexgen lps-flex prosthesis on the contralateral side. All tkas were performed using a medial parapatellar approach with patellar resurfacing and cemented implants. One hundred and fifteen patients (230 knees) were male, and 185 patients (370 knees) were female. The mean age of the patients at the time of the operation was 63.6 ± 6 years (range, 40 to 65 years). Follow up was conducted at 3 months, 1 year, and every 2-3 years postoperatively with a mean follow-up of 18 years (range, 17.5 to 19.5 years). The study reported that a total of four (4) patients were revised due to instability on an unknown timeframe post-implantation. Due diligence is complete as multiple attempts have been made however no additional information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred between january 2004 and january 2006. D10: medical product: unknown nexgen femoral component; unknown nexgen tibial tray g2: foreign: south korea. G2: literature: kim, young-hoo md1,a; park, jang-won md2; jang, young-soo md1; kim, eun-jung md1. No discernible difference in revision rate or survivorship between posterior cruciate-retaining and posterior cruciate-substituting tka. The journal of bone and joint surgery 106(21):p 1978-1985, november 6, 2024. / doi: 10.2106/jbjs.24.00007 visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.